Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported balloon ruptures occurred. A 3.00 x 12 mm emerge balloon and a 2.50 x 20 mm emerge balloon were selected for lesion preparation. Neither balloon was able to withstand inflation and became perforated, losing pressure. The devices were discarded and replaced with a similar device to continue the procedure. There was no harm to the patient.